Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29jul2019. There was no on-site evaluation by the manufacturer - this device was evaluated in-house by the customer. The customer reported that the replacement of the power management printed circuit board assembly resolved this reported event.

Event description:
The customer reported a ventilator that will not power on properly, only that the power switch led will turn green and the fan will run. There was no patient involvement / harm.